Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported two ets flex staplers malfunctioned. The first stapler fired three times then quit working. The second stapler would not fire. This occurred during the same case. 06/30/1998 a third atw35 stapler was pulled to complete the case. There was no consequence to the pt.